Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that during the implant attempt the right atrial (ra) lead was repositioned multiple times due to lead measurements. It was determined there was tissue on the helix which led to poor lead measurements. A new lead was successfully implanted. No patient complications have been reported as a result of this event.